Manufacturer narrative:
H10: per good faith effort (gfe) response, the field service engineer (fse) confirmed that the initially reported o2 failure error did not actually occur. The actual issue that was reported was a 1127 over voltage protection (ovp) circuit failed error. There was no patient involvement at the time the issue was discovered, and no patient or user harm was reported. The device was sent to bench repair. The repair is still pending. H11: h6- updated (device) problem code grid, health impact grid.

Manufacturer narrative:
The fse ordered the replacement motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba for repair. The repair is still pending.

Manufacturer narrative:
H10:e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an oxygen (o2) failure error. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was an oxygen (o2) failure error. A service quote for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
After replacing the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba, the field service engineer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.